Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between 11/20/2025 and 11/22/2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.